Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization, antibiotic therapy, removal of her pd catheter (not a fmcrtg product), placement of an hd catheter (not a fmcrtg product), and transition to hd for rrt. The pdrn reported the etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the pdrn also stated the serious adverse events did not involve a fmcrtg device(s) and/or product(s) malfunction or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fmcrtg device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fmcrtg device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient was admitted to the hospital on (B)(6) with peritonitis and is still there. During follow-up, the pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture (negative for growth) and cell count (wbc = 2429 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intravenous (IV) vancomycin and ceftazidime (dosages, durations, frequencies not provided). However, on (B)(6) 2026, the patient was still experiencing abdominal pain, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fmcrtg product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fmcrtg product). The patient transitioned to hd without any reported issues, and the patient¿s abdominal pain dissipated. The patient was discharged home on (B)(6) 2026 and is currently receiving hd as an outpatient until the patient can be evaluated by the surgeon. The pdrn stated the definitive cause of the peritonitis was unknown; however, the pdrn reported the serious adverse events were unrelated to any fmcrtg product(s) and/or device(s) malfunction or deficiency.